Event description:
Customer reportedly tested 121mg/dl on the device and 15-20 minutes later states she was incoherent. The paramedics were called and arrived within 10 minutes to test customer at 31mg/dl on their device. Customer was taken to the hospital and reportedly treated for hypoglycemia. No quality controls were used. Requested return of suspect device and replacement was sent.